Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during central processing procedure, the permanent cautery spatula instrument (pcs) was found to a chipped plastic on the end. There was no patient involvement. Isi followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Permanent cautery hook was found to have a broken ceramic sleeve. Broken pieces are missing as a result of breakage. Ceramic sleeve does not exhibit scratch marks. Root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instrument. Applying excessive force on the instrument tips during handling, insertion, usage (overloading), or removal can also cause a broken ceramic sleeve.